Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the vessel sealer extend had the blade exposed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged spring to be related to the customer reported complaint. For clarification, the housing was removed from the back end and found the knife return spring to be dislodged. No pieces were missing. The dislodged spring caused the blade to extend and be unable to retract back into the blade garage. The blade was dislodged approximately .501" outside the blade garage. The blade and knife cable did not exhibit any physical damage. Additionally, the instrument failed during initialization based on review of the logs and when installed on an in-house system. No functional testing could be performed due to the initialization failures. The instrument had 1 use remaining. Ceramic dot verification: pass knife slot test: pass.